Event description:
Received notice of intent to file action for damages arising from injuries from customer which noted: "off label use by the surgeon combining 'seaspine tlif cage device' with medtronic infuse bone morphogenic protein (bmp)." "Injuries include but are not limited to: total disability unable to work in former professional capacities. Intractable pain. Intentional laceration/ injury to dural membrane for demonstration purposes. Csf leakage events since surgery. Non fusion. Ectopic bone growth at operated segments. Screw protrusion into soft tissue beyond vertebral wall. Accelerated adjacent segment degeneration. Possible cancer. Business/financial losses."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.